Event description:
Caller reported a malfunction on the pump, described as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer will continue to use current pump for insulin therapy.